Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose levels. Customer was using cartridges that were previously recalled.